Event description:
The patient received her scs system including a paddle lead on (B)(6) 2005. It was reported that the lead was removed and replaced due to poor positioning. It was reported that the ipg was damaged during the procedure and was also replaced. The explanted lead was returned to ans for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both lead segments have multiple locations of outer tube damage. Lead passes all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.